Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2010, a customer contacted roche diagnostics and reported he just got out of the hospital for issues related to diabetes. The customer reported that on an unspecified date, he was admitted to the hospital for infection in his foot. The customer indicated he was septic due to the infection and also became anemic. He indicated the infection spread because of his diabetes. He stated he had been using his ascencia breeze meter prior to the hospitalization, not his accu chek? Meter. The ascencia breeze meter mentioned is not manufactured or imported by our firm. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).